Event description:
Reportedly, during a device replacement procedure, it was impossible to screw the atrial lead.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a device replacement procedure, it was impossible to screw the atrial lead.

Manufacturer narrative:
Preliminary analysis did not reveal any issue with the subject device

Event description:
Reportedly, during a device replacement procedure, it was impossible to screw the atrial lead.